Event description:
A healthcare professional reported that during an angioplasty, resistance was encountered at the y connector while attempting to advance a 4.5mmd 14mml enterprise vascular reconstruction device (product code: enc451400, lot number: 9275826) through an unspecified microcatheter (mc). The stent could not be pushed forward. The physician attempted to retract the stent, but the stent became prematurely detached from the delivery wire within the y connector. The physician subsequently removed the y connector and retrieved the detached stent. A new stent was then introduced, and the procedure was completed successfully using the same microcatheter. No patient injury or adverse clinical impact was reported. Additional event information received on 13-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. The device was not twisted. There was no evidence of physical material within the device. The microcatheter used was a powler select plus. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 14mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was already detached from the delivery system. The positioning coil of the delivery wire was missing from the delivery wire distal end. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. Although in order to perform a functional test for the resistance condition reported, the stent must be attached to the delivery wire and inside the introducer, the damages on the delivery wire suggests that excessive push/pull force was inadvertently applied to try to overcome the resistance reported, causing the stent to disengaged from the delivery wire resulting in the delivery wire damage and stent detachment. However, with the amount of information available this only remains speculative. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.